Event description:
It was reported by service report that the footboard functions were intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Bent connectors.